Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty charged coupled device (ccd). Additionally, the protector of the video cable was damaged and the coupler was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the no image failure was caused by a faulty charged coupled device (ccd). It is likely that the failure of the ccd prevented the video function from functioning properly, which resulted in the no image. However, it is unknown what caused the ccd to fail. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus, the hd autoclavable camera head screen occasionally turns blue. The issue occurred during reprocessing, and the diagnostic cholecystectomy procedure was completed with the same device. There was no patient harm, procedural delay, or patient under sedation associated with this event.